Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 defibrillator/monitor battery cannot be charged. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the efficia dfm100, indicating a battery failure. There was reportedly no patient involvement. The rse determined that the issue occurs during the boot-up phase of the end-user workflow. The resolution involves the customer performing a self-repair to rectify the battery failure. Based on the available information and the conducted testing, the cause of the reported problem was determined to be the battery. The customer performed a self-repair to address the battery failure and resolve the issue. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened. H3 other text: remote support provided.